Event description:
Additional information received: outbound. Patient states that adapter to draw up the diluent was not working so she used the adapter that was meant for the drug vial, to draw up the diluent. Patient. States this issue only occurred this one time. Physical therapy was counseled accordingly. Adapter is not available for return.

Manufacturer narrative:
Additional information received. Outbound. Patient states that adapter to draw up the diluent was not working so she used the adapter that was meant for the drug vial, to draw up the diluent. Patient. States this issue only occurred this one time. Physical therapy was counseled accordingly. Adapter is not available for return. No product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2203e and lot # 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023.there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd vial access device had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that the syringe-vial and adaptor system pressure irregularity- dosage not received.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for material # 2203e and lot# 23105217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.